Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 4 years. Through follow-up with the health-care provider, it was learned that the device was explanted due to pulmonary stenosis and regurgitation. The surgeon has indicated that the explant was not related to a product malfunction. According to the op report, this patient had undergone repair of tetralogy of fallot as an infant. In 2008, he underwent placement of a pericardial valve in the pulmonary position (subject device) and tricuspid valve repair. He returned to the or on this occasion due to pulmonary and tricuspid insufficiency with right ventricular dilation. Upon inspection of the pulmonary prosthesis, it was noted to be fibrosed, stenotic, and free regurgitant. The device was removed and replaced with a new edwards bioprosthetic valve. Transesophageal echo showed good function of the valve and mildly depressed right ventricular function with good left ventricular function.

Manufacturer narrative:
(B)(4) = device not returned. There are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth) and regurgitation (e.g. Leaflet disruption). Unfortunately, the edwards device was not returned for analysis; therefore, the exact nature of this event could not be determined. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Although the root cause cannot be confirmed, the op report documents a fibrosis which likely contributed to the stenosis and regurgitation. No further actions are possible with the available information.